Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) that affected the whole system along the extensions up to the head where the leads were implanted and showed signs of inflammation and redness of the skin. The patient was admitted to the hospital and underwent a full system explant where the ipg, leads, lead extensions, and burr hole covers were removed. The explanted devices were disposed of at the facility and were not returned to bsc. Additional information was received indicating a culture was taken and came back positive for staphylococcus aureus and staphylococcus capitis. Antibiotics were administered. The patient was discharged from the hospital and administered medication for parkinsons disease. The explant date of the full system was also provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7083094. Product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7083202 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7124125. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7124141. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: null batch: 32891460 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: null batch: 32891460.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) that affected the whole system along the extensions up to the head where the leads were implanted and showed signs of inflammation and redness of the skin. The patient was admitted to the hospital and underwent a full system explant where the ipg, leads, lead extensions, and burr hole covers were removed. The explanted devices were disposed of at the facility and were not returned to bsc.